Event description:
It was reported that the patient presented in clinic after experiencing syncope. X-ray imaging found that the atrial lead had dislodged. The lead was repositioned. The following day, the lead was found to have dislodged again. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.